Manufacturer narrative:
The device was returned for evaluation. During the evaluation, the reported event of "the image cutting in and out" could not be confirmed during functional testing. However, no image was found when the device was plugged into the processor. Additionally, the scope failed the electrical continuity test with an ol ohm reading. Visual inspection found the bending section without an a-rubber nor cement and the c-cover had a crack. The bending section was found dry with traces of dry corrosion due to fluid invasion. The dry fluid in the bending section confirmed that the ccd was compromised. The most likely cause of the reported event was due to physical damage by user.

Event description:
Olympus received a complaint from the user facility stating that during preparation for use, the image disappears during angle operation and then returns to normal. The image was cutting in and out when angulated. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record was reviewed and it was confirmed the device met specifications prior to release. The legal manufacturer was unable to determine a conclusive root cause.